Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a new sensor message on the device. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be early sensor expiration.